Event description:
It was reported that while using bd phoenix¿ ap contamination was observed by the laboratory personnel. A manual test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " contamination problems encountered between one sample and the next.".

Manufacturer narrative:
H.6. Investigation: this statement serves to summarize findings on the recent complaint on product 448010 (phoenix ap), serial number (B)(6) where it was reported that the instrument had contamination. Per the fse, there were ID broth drips on the dispensing cup. Based upon this information, the complaint is confirmed. This a known failure mode of the instrument. The ap instrument does not have a service history of these issues at time of this event. However, bd will continue to monitor for complaint trending. A scar form 202108103811 was created by bd after a trend of complaints in may and june 2021. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ ap contamination was observed by the laboratory personnel. A manual test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "contamination problems encountered between one sample and the next."